Event description:
Additional information received indicated that there was no allegation of device malfunction and the inadequate therapy is thought to be due to a patient-related issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to terminate the ventricular tachycardia rhythm. The patient¿s rhythm returned to normal before the device prepared to charge for a second shock. Programming changes were made. The patient was stable.